Manufacturer narrative:
Analysis of the device and lead are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and a lead were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately nine months post the implant of the ipg. Additional information received indicated the last known device interrogation, at the cardiology clinic, five months prior to death, showed normal function. The patient was not pacemaker dependent. Cause of death was requested and not received.